Event description:
It was reported that the asymptomatic patient presented in the operating room for a biventricular upgrade. Externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.